Event description:
The pressurewire certus was successfully calibrated and equalized prior to the delivery with a 6f guiding catheter. An angiogram revealed a 90% stenotic lesion in rca#3. There was resistance while advancing the device into the severely calcified lesion. The signal was lost. A second pressurewire certus was calibrated, equalized, and delivered with a different type of guiding catheter. While advancing the device through the lesion, the pressurewire became stuck. The physician forcefully pulled the device, and it broke off at the proximal end of hydrophilic coating tube. The distal segment remained in the patient's body. The broken segments were removed from the patient using an endovascular snare system. A third pressurewire certus was opened and ffr measurement was performed successfully. It was report that the insufficient engagement of the guiding catheter in the aortic ostium may have caused the device to become stuck.

Manufacturer narrative:
(B)(4). Product evaluation summary: the results of the investigation confirmed that the hydrophilic coated distal tube and core wire had been fractured 1515mm from the proximal end of the guidewire. The distal section of the guidewire was not returned. Sjm also received information from the field stating that force was used to pull the device. Torquing or excessive manipulation of the pressurewire against resistance may damage and/or fracture the pressurewire and is inconsistent with the instructions for use (IFU). There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. The cause of the fractured guidewire remains unknown, but is consistent with damage to the device during use. The pressurewire certus instructions for use (IFU) warns that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire certus instructions for use (IFU) cautions to always advance or withdraw the pressurewire slowly. Never push, withdraw or torque pressurewire if it meets resistance.